Manufacturer narrative:
The investigation results will be provided in final report. The exact ipg implant date is unknown, it is believed to have taken place in 2010.

Event description:
It was reported the patient underwent surgical intervention were the ipg was explanted and replaced due to ipg approaching end of life.